Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurred images due to water flooding inside the image capture, cable flooding, image capture flooding, electrical contact corrosion, discoloration of the main body, cable breakage (core wire is visible on the lower part of cable stress boot), cable corrosion, connector cracks, free lock lever corrosion, scope mount corrosion, disassembly is impossible due to flooding of the main body a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had image distortion. The issue occurred before an unknown therapeutic procedure. There were no reports of patient harm.

Event description:
It was reported that the camera head had image distortion. The issue occurred before an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.